Event description:
Baxter czech republic reported a leaking transfer set clamp during use. The set was changed with no patient injury or medical intervention required according to the complaint coordinator.